Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, an ophthalmic console displayed system message(sm) and light output was low. Additional information received indicated that issue was with multiple illumination port. The surgery was completed with no report of patient harm.

Manufacturer narrative:
Additional information is provided in section d.9., h.3., h.6., and h.10. The company representative was able to resolve the reported event remotely with the customer. The company service representative later performed an on-site assessment. The company service representative replicated the reported event and found the lamp to exceed the rated lamp life. To resolve the issue, the xenon lamp was replaced. The system was then tested and met all product specifications. A review of the system¿s event log from the time of the reported event revealed that system message (sm) ¿the lamp has exceeded its rated life: lamp needs to be replaced. Please contact field service¿ was displayed. The system message was only an advisory for the user to replace the lamp after it has reached four hundred hours and could only be cleared by the user pressing a button on the screen. The lamp could still be used after this system message was acknowledged. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event could be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).